Event description:
It was reported that during a colorectal procedure on a pediatric patient, the device "misfired" on the second firing (reload codes unknown). The patient had a 150ml blood loss and procedure was extended by 45 minutes as surgeon hand sewed the area. A new device of same code was opened and used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Spring lockout tab. Batch # m52y87. Per user facility medwatch: the procedure was rectal dilatation, ileostomy takedown, and lysis of adhesions. Event description: the stapler misfired during surgical procedure and cut the bowel, requiring an additional 5 cm of bowel to be resected. During side to side anastomosis, the initial firing of the stapler was without incident. The stapler was reloaded and on the second use, misfired. The patient sustained an estimate blood loss of 100cc. Additional information received: the device had a white reload. The reload is being returned with the device. The knife blade fired, but no staples came out. The device cut but it did not staple. They had to go into emergency mode to clamp off the bowel. Additional information requested and received: do you know what is meant by the device misfired? Device blade deployed with no staple. Did the device deploy any staples? No. If yes, were the staples formed in the proper b form shape? Did the device cut at all? Yes. Was the procedure an open or laparoscopic procedure? Laparoscopic. Did the patient receive any blood products? Unknown. Was intra-op or post-op care changed due to the extended or time? Yes. If yes: please explain: patient had more bowel resected and a new anastomosis was performed. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge reload present. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.